Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) displayed an overusage of radio frequency (rf) telemetry. It was discovered that the rf usage jumped from a few seconds per day to forty five plus seconds a day. No adverse patient effects were reported. The device remains in service.